Event description:
The customer tested his blood glucose using is contour meter and received a reading of 137mg/dl. He retested using another meter and received a reading of 66mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was unable to provide product information. Product is not expected to be returned for evaluation at this time.

Manufacturer narrative:
Product information could not be obtained. It's not possible to determine the manufacture date or 510k (g5) number without the meter information